Manufacturer narrative:
Analysis of the pump revealed pump motor gear train anomalies of corrosion and-or wear and-or lubrication; and stall due to sha ft-bearing.

Event description:
On (B)(6) 2015 crts 3259071 x2, lfc, rp (rep, hcp): it was reported that the patient is experiencing withdrawal symptoms. The patient started to have an alarm on (B)(6) 2015 at around 2100 hours, and they returned to the office on the same day where the pump was interrogated and a motor stall had occurred on (B)(6) 2015. The medication was aspirated (19.2 ml). A dye study was performed, and they could not aspirate the catheter for cerebrospinal fluid (csf). They were able to push dye through. A refill was done on (B)(6) 2015, and the volumes and refill were normal. The pump will likely be replaced, but date of replacement unknown. The pump is stopped, and epidural catheter was placed. The patient was referred to the neurosurgeon for further care. The pump was returned for analysis indicating that it was explanted. The drug that was used via the device system was morphine. The patient outcome remained unknown at the time of this event; if additional information is received this report will be updated.

Manufacturer narrative:
Result and conclusion is no longer applicable for the pump and has been replaced.

Manufacturer narrative:
Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).